Manufacturer narrative:
Concomitant product(s): 694965 lead, 5076-45 lead, 511211 competitor lead; implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was "reset" when they were hospitalized for "issues" and low blood pressure. It was further reported that since the patient's hospitalization, their "device had shocked them four to five times." Follow-up was conducted to obtain information on the episode, but the attempts were unsuccessful. Records indicate that the ICD and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.